Event description:
It was reported the patient kept getting poor communication and coupling issues with his device; the patient was not able to adjust stimulation. The patient last charged his implantable neurostimulator (ins) a couple of weeks ago and lost stimulation the previous day. It was noted that the patient experienced a shocking or jolting sensation, loss of therapeutic effect, and acute pain. The patient had cut wood, the previous winter and believed that he may have "pulled something with a lead" because "it had not been the same since." The patient had to increase stimulation a lot and was recharging more because the normal level of stimulation was not covering the pain. The patient always hurt and experienced shocking when the device was on. The patient used the antenna-locate (al) feature which resulted in a power-on-reset (por) on the implantable neurostimulator recharger (insr); the insr then indicated a normal recharging screen. The patient was getting full communication ("all eight boxes") and was charging. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2009. Product type: recharger. Product ID: 37743, serial#: (B)(4), implanted: (B)(6) 2009, product type: programmer. (B)(4).